Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling and defib cycling, with known good accessories, defib simulator and test battery, without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Review of the data logs showed a successful shock of 120j and a second successful shock of 150j. A third shock attempt failed due to a charging error (unable to reach shock value) and two charge timeout failures. The last log entry was a low battery message. Analysis of reports of this type has not identified an increase in trend.